Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: mechanical damage to the motor¿s cable and inner yellow wire that was unrelated to the reported event. The reported event of the centrimag motor causing atypical alarms was confirmed. The returned centrimag motor (serial number (B)(6)) was tested at the european distribution center (edc) and at the product performance engineering (ppe) department. Various motor-related alarms became active upon connecting the motor to known working test centrimag equipment, and the motor did not initially ramp up to a set speed, remaining at 0 rpm. However, these issues resolved and reactivated upon manipulating the motor¿s cable at its console connector bend relief. The motor¿s cable was measured, and one of its signal lines was observed to be open. The motor¿s lemo connector was opened, and the motor¿s brown and gray wires (associated with the open signal line) were observed to be inadequately soldered onto the lemo connector, indicating that either wire could have become loose from the assembly upon manipulation which would have caused the reported event to occur. After being further manipulated, the solder joints for both wires became fractured. The motor was scrapped. The root cause of the reported event was determined to have been an improper solder connection of the brown and gray signal wires within the lemo connector assembly. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier, (B)(6) was manufactured prior to the scar being initiated. Review of the device history record for centrimag motor, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used.  The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 9 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support.  Do not exchange individual motors or individual consoles during patient support." Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The 2nd generation centrimag system operating manual tables 13 and 16 under sections entitled ¿7.3.3 response to system alarms or alerts¿ and ¿11.1 appendix I ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot system alarms, including s3 and m3/m4 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the malfunction occurred during device set up. The motor was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a m3 alarm occurred. The centrimag motor did not work.